Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I b-hcg results which questioned by the physician on one female patient who just had miscarriage. The results provided were: on 03jul2024 sid (B)(6) initial= 149.74 miu/ml (> 25.0 miu/ml=positive) /repeated=10.76 miu/ml (>5.0 iu/l and < 25.0 iu/l will be no interpretation; grayzone) /repeated=250.02 miu/ml on 05jul2024 re-centrifuged poured off plasma and repeated=10.69, 10.44, 9.95, 10.29 and 10.68 miu/ml the comparison data provided for troubleshooting purpose. There was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) performed multiple troubleshooting procedures, and replaced parts including the valve, manifold 2-way (a-35002114-01) and dispense 2-way valve manifold (a-35002114-03) which resolved the issue. A review of the alinity I, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the part valve, manifold 2-way and dispense 2-way valve manifold. Revealed no trends or systemic issues. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity I service documentation contains information for the removal, replacement and verification of the valve, manifold 2-way and dispense 2-way valve manifold. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I processing module, serial number (B)(6) or valve, manifold 2-way and dispense 2-way valve manifold.

Event description:
The customer observed falsely elevated alinity I b-hcg results which questioned by the physician on one female patient who just had miscarriage. The results provided were: on (B)(6) 2024 sid (B)(6), initial= 149.74 miu/ml (> 25.0 miu/ml=positive) /repeated=10.76 miu/ml (>5.0 iu/l and < 25.0 iu/l will be no interpretation; grayzone) /repeated=250.02 miu/ml on (B)(6) 2024 re-centrifuged poured off plasma and repeated=10.69, 10.44, 9.95, 10.29 and 10.68 miu/ml. The comparison data provided for troubleshooting purpose. There was no reported impact to patient management.